Manufacturer narrative:
Other, other text: additional information provided in d10, g4, h3, h6. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed no discrepancies. No leaks were detected during leak test. The root cause of the reported issue was not determined since the complaint was not confirmed. Actions taken to mitigate the reported issue: no corrective actions are required since the complaint was not confirmed.

Event description:
Information was received that the cadd extension set was not working but is not leaking. No reported adverse effects.